Manufacturer narrative:
Product ID: 978a128, lot#: va2as17, implanted: (B)(6) 2020. Product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient contacted the study coordinator stating that they were having uncomfortable stimulation. The subject had turned the device off and were going to be seeing the managing physician at the end of the following week. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from a clinical study via a healthcare professional (hcp) and a manufacturing representative. The patient experienced a change in location of sensation from vaginal to rectal. Also, their symptoms had returned. For these reasons, the device was interrogated and reprogrammed (the device had been turned off). X-ray diagnostics had been performed. Lead migration was reported.

Manufacturer narrative:
Concomitant medical product: product ID 978a128 lot# va2as17 implanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, healthcare professional (hcp), and a manufacturer representative. It was reported that therapy only helped for the first few weeks and about 3 weeks ago (month confirmed). The patient said that the stimulation felt different. The patient reported that the hcp told them after the surgery, that there were no activity restrictions and to return to work whenever they decided it was the right time for the patient. They returned to work the next day. They are a dog groomer and do a lot of bending and twisting. They had also resumed their exercise routine, high-intensity cardio, jumping jacks, lunges, squats and yoga. The patient said their physician who performed imaging and said that there is an open circuit on the lead and the patient was scheduled for a revision. The patient was concerned because they reviewed the information in the booklet about activity restrictions; however, their physician said that the activity wasn't going to affect the implant. The patient doesn't know if they want to continue with the therapy. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H6: please note that the following codes have been unsupported by new information and have been removed from this report: fdd - a072201 & a0104 imf - 1905. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a clinical study and a manufacturer representative (rep). The rep reported that troubleshooting had included r-programming. The rep reported that there was no open circuit and never was. Device removal or replacement was not planned. The device was still in use by the patient. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the rep spoke with the site again. The radiologist and pi had both reviewed the x-ray and did not see any open circuit. They weren't sure where the patient got that information. The pi had seen and spoken with the patient. There was not an issue and they had removed the adverse event.

Manufacturer narrative:
H6: note a0104 has been removed, due to x-ray diagnostics. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a clinical study and a healthcare professional (hcp). The results of the x-ray diagnostics snowed no lead migration as of (B)(6) 2021.